Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the air/water nozzle and around the light guide lens appeared to be a brown material but otherwise could not be identified. A definitive root cause of the issue could not be determined, as the facility device reprocessing could not be confirmed to have been implemented in accordance with the IFU, and no additional event or reprocessing information was reported or available, however, the issue was likely due to an observed leak at the scope connector and a chip in the adhesive around the light guide lens, resulting in insufficient device reprocessing. The event can be detected/prevented by following the instructions for use sections below: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported the control knob of the evis exera iii colonovideoscope was slow. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material on the light guide lens, in the air/water tube and in the air/water cylinder. A brown foreign material was found in a chipped area of the light guide lens adhesive. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to wear of scope cover packing, water tightness is lost; flexibility adjustment ring has a scratch; forceps channel port has a scratch; grip has a scratch.; suction cylinder has discoloration; scope cover is shaved; switch box has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; control unit is shaved; scope connector cover unit has a scratch; scope connector case unit has a scratch; plug unit has a scratch; due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to a crack on objective lens, the image has dark area partially; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; objective lens has a crack; light guide lens has a crack; bending tube is deformed; connecting tube is snaking; universal cord has a wrinkle; air leak inspection failed; distal end insulation inspection failed; objective lens had a crack; and light guide lens had a crack. This event is under investigation. A supplemental report will be submitted upon receiving additional information.